Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. The results of the investigation concluded an open circuit at the tip electrode. Dissection of the catheter tip confirmed the rf conductor wire was fractured proximal to the solder joint. The cause of the wire fracture is consistent with damage to the device during use. The device met sjm specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005334138-2016-00018, 3005334138-2016-00019, 3008452825-2016-00047, 3008452825-2016-00048, 2030404-2016-00015 and 9680001-2016-00037. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. During geometry creation the ablation catheter appeared distorted and stretched and a loss of signal was noted. The catheter was exchanged with the same model and the procedure was successfully completed. After the patient was transferred out of the ep lab, the patient became quite pale and an echocardiogram revealed a cardiac perforation. A pericardiocentesis was performed to stabilize the patient.